Manufacturer narrative:
On 09/16/2019, mentor became aware of the following information: the patient also experienced dizzy, nausea, throwing up a lot, thyroid was bad, coughing, coughing up blood, liver enzymes were off, strong ammonia smell in urine, dramatic diarrhea, horrible gas, face swelling, inflammation, thought she had a hernia because her stomach was swollen and there was a lump, visible lump on side of chest, bilateral breast pain and green mucous coming out of incision. Patient also reported that nine month post the initial surgery, one side was much higher than the other, was tight and painful and their doctor "pulled" the implants down. The patient added that after the explantation, almost all symptoms have disappeared. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including bilateral swelling, "cockeyed" breasts, breast getting bigger, swelling under armpits, discomfort, pain under arm pit, and vomiting. Left side implant rupture was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2019. The patient reported that once the breast implants were removed, they felt better the day after, looked better, and the swelling had gone down, including in their face. This medwatch form is for the right breast prosthesis.